Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-02. H6: investigation summary: a device history review was conducted for lot number 9291999. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted to our facility has been reviewed by our team of quality engineers. The were unable to locate the reported burr on the adapter body, and could not submit a sample for composition testing. The remaining foreign matter was tested. Results indicate that the material is most similar to paper, and likely is a result of the packaging process. Currently numerous protections are in place to remove the presence of foreign matter, including guards and blow of stations. To prevent a reoccurrence of the issue our team of engineers has issued an awareness notification to the appropriate personnel. H3 other text : see h10.

Event description:
It was reported that pegasus 24ga x 0.75in ss slm npvc was damaged and had foreign matter. This occurred on 100 occasions. The following information was provided by the initial reporter: the joint had dust, hair, burrs and black spots, those were visible by naked eyes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus 24ga x 0.75in ss slm npvc was damaged and had foreign matter. This occurred on 100 occasions. The following information was provided by the initial reporter: the joint had dust, hair, burrs and black spots, those were visible by naked eyes.